Manufacturer narrative:
A supplemental medwatch report will be submitted, upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's husband stated that the cycler in drain 4 of 4 drained 6057ml/2456ml and completed treatment on the cycler with a net ultrafiltration of 3434ml. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated the patient did not require hospitalization, medical intervention or additional treatment as a result of the increased intraperitoneal volume (iipv) instance. The reported drain volume of 6057ml was 247% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2017, the signs of drain complications were resolved.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The valve actuation test and system air leak test passed. The mushroom head check passed and the load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient's husband stated that the cycler in drain 4 of 4 drained 6057ml and completed treatment on the cycler with a net ultrafiltration of 3434ml. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated the patient did not require hospitalization, medical intervention or additional treatment as a result of the increased intraperitoneal volume (iipv) instance. The reported drain volume of 6057ml was 233% over the expected largest drain volume of 2600ml which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2017, the signs of drain complications were resolved.